Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009 that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure preformed on (B)(6), 2009. According to the complainant, during the preparation, the balloon would not inflate when testing. There was no damage noted to the balloon or the catheter. The packaging looked fine. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". This event has been deemed a reportable event based on the preliminary evaluation results; the balloon is torn circumferentially.

Manufacturer narrative:
Visual examination of the returned device revealed there was no damage to the catheter shaft. The balloon was torn around the entire circumference of the balloon. The balloon malfunction was found during the preparatory checks. It is probable that the balloon was damaged upon removal from the packaging or during setup. The most probable cause of the balloon torn in handling damage. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. (B)(4).